Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID# (B)(4).

Event description:
Treatment was planned for a 99.9% stenosed lesion located in the tortuous mid-right coronary artery. The lesion was pre-dilated with balloon angioplasty and plaque rupture was observed on imaging. A microcatheter and balloon were unable to pass the lesion for additional treatment. As the viperwire guide wire had passed the lesion, diamondback coronary orbital atherectomy device (oad) was selected for treatment. On the second treatment pass tissue wrap of the subintimal plane occurred, and the oad became stuck in the vessel. All devices were removed from the patient, and a perforation occurred. Unsuccessful attempts were made to rewire the lesion for 2 hours, and the perforation was left untreated. It was observed that flow had been restored distally, and the patient was transferred to the intensive care unit. The patient was stable and discharged home on (B)(6) 2021 with no additional angiography.